Manufacturer narrative:
(B)(4) prov45 lot# 106455 was investigated and complaint could not be confirmed for tissue tearing. Both knots were examined and there were no abnormalities noted. The device passed all visual and functional inspections and was found to be conforming.

Event description:
It was reported that on (B)(6) 2021 a (B)(6)-year-old female patient underwent a convergent procedure and left atrial appendage management utilizing a prov45. As the surgeon was removing the prov45 to rearticulate the device a perforation occurred. The procedure was converted to a sternotomy and the patient was placed on-pump. Surgeon then stapled the appendage off and sutured the perforation. This was a procedural complication. There was no reported device malfunction.